Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On july 25, 2022, his family took him to the center and informed him that he fell and hit his head on the ground, the event happened on july 24, 2022 at the patient's house.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with the reported external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected after the user fell and hit his head at home on the (B)(6) 2022. Affected channels were noticed. The user was reimplanted on (B)(6) .2022